Event description:
Patient had nugrip arthroplasty on the right thumb on (B)(6) 2012. Status post right thumb nugrip arthroplasty, the patient initially had no pain but then later on developed persistent pain and decrease in strength. Radiographs revealed some radiolucency around the implant but overall it appeared to be well placed. The patient did have an underlying carpal tunnel that was released and that did not help the pain. Due to the persistent pain, it was elected that the patient needed revision. The patient was revised on (B)(6) 2012, and had a aright thumb removal of the implant and right thumb tendon interposition sling arthroplasty with flexor carpi radialis tendon. The nugrip prostheses was removed. There was a large amount of gelatinous fibrous tissue that was also removed. It was reported that the implant that was well seated was certainly not loose.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.